Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that the site was bleeding and the insulin was coming out of the site. The customer¿s blood glucose level was creeping up throughout the night and when she went to work her blood glucose level was over 400 mg/dl. The customer¿s most recent blood glucose level was 465 mg/dl. The customer removed the set and took a manual injection. The customer declined troubleshooting for the high blood glucose. The customer stated that the site was not actively bleeding at the time of the call. The site did not show signs of infection. The device will not be returned for analysis.